Event description:
It was reported that interrogation prior to the procedure showed that the right ventricular (rv) lead exhibited noise. Th rv lead was capped and replaced on 16 dec 2022. The patient was stable throughout the procedure.

Event description:
New information received noted that the right ventricular (rv) lead exhibited noise oversensing.